Event description:
The ge oec 8800 fluoroscopy system workstation would not boot after a procedure to download images to pacs. System would not boot.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the display adapter pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.